Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) was found to have the right ventricular automatic threshold (rvat) test in programmed amplitude or suspended. Technical services (ts) noted intermittent loss of ventricular capture. Further review was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that high capture thresholds were also observed. No adverse patient effects were reported. This lead remains in service. Attempts to obtain the serial number of this rv lead were unsuccessful.

Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) was found to have the right ventricular automatic threshold (rvat) test in programmed amplitude or suspended. Technical services (ts) noted intermittent loss of ventricular capture. Further review was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that high capture thresholds were also observed. No adverse patient effects were reported. This lead remains in service. Attempts to obtain the model and serial number of this rv lead were unsuccessful.